Event description:
It was reported that the pulse generator exhibited diagnostics anomaly. The diagnostics were cleared due to invalid data. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).